Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the anesthesia machine suddenly malfunctioned and could not operate normally, no health consequences have reportedly occurred.

Event description:
It was reported that the anesthesia machine suddenly malfunctioned and could not operate normally, no health consequences have reportedly occurred.

Manufacturer narrative:
It was reported that the anesthesia machine suddenly malfunctioned during usage and did not work properly, and the anesthesiologist immediately administered oxygen manually and replaced the machine with a normal one for the patientno patient harm. As a result of the investigation, according to the analysis of the device logs, the device was working well from november 2023 to may 2024. On june 3, 2024, the logs contained errors v040 and v041, which indicated motor slow and motor stalled. The equipment was manufactured in 2015 and it was confirmed by the fse that the hospital equipment had been serviced by a third party since it was installed, that a quote had been sent to the hospital for the repairs, but no response had been received from the hospital. As dräger has not been contacted to participate in the maintenance of this incident, its use and maintenance status is unknown, and it is not possible to further analyze the bad parts, the root cause of the failure is unknown.